Manufacturer narrative:
In the initial MDR, the initial reporter in section e should have reflected the physician. The following sections have been updated accordingly: (B)(6). Health professional: yes. Occupation: physician. Device available for evaluation?: yes, returned to manufacturer on 08/01/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date: 07/05/2020. Device manufacture date: 07/05/2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zkb00 11.5 diopter intraocular lens was explanted and replaced with a non amo device. There was no incision enlargement and no patient injury reported. No further information was provided.